Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.attachment: user facility (voluntary and mandatory) medwatch report number mw5070079.

Event description:
User facility medwatch (sus voluntary event report mw5070079) received stating: at the completion of a procedure in the cardiac cath lab, the physician inserted a starclose vascular closure device, and steps 1 thru 3 were preformed normally. During step 4 (to release or deploy the device), the device felt stuck. Upon removal of the device, the starclose closure device remained within the deployment device. The physician applied manual pressure to the arteriotomy site, and hemostasis was achieved. Subsequently the facility reporter was contacted and provided additional information: the arteriotomy site was the right common femoral artery. The procedure that preceded attempted arteriotomy closure was a diagnostic right and left heart catheterization with coronary and bypass graft angiography. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.